Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development lab performed a macroscopic examination that revealed some wear and burnishing in the proximal articulating areas and wear was found on the distal surface of the insert. The wear on the distal surface indicates the patient may have been loading the insert while it was dislocated. Additionally, the anterior lock did not show rounding of the corners which indicates that the insert likely was not fully locked. A fully locked insert would typically show mild rounding in the areas where the insert engages the tibial tray anterior locking mechanism. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the improper seating of the insert. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Manufacturer narrative:
Medwatch report # filed by the user facility is (B)(4).

Event description:
It has been reported that revision surgery was performed due to disassociation of the tibial insert. The product cannot be evaluated as the hospital currently will not release the product to smith & nephew for evaluation.